Event description:
Low run time issue with the batteries.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.